Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from USA: "some of the nurses and anesthesia techs have noticed that some of the pumps with cartridge loaded and off continue to drip."

Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "following communication from (B)(6) medical center, anesthesiology dept (B)(6) reported to me the following. Quoted from email: some of the nurses and anesthesia techs have noticed that some of the pumps with cartridge loaded and off continue to drip. Patient involvement: no. Death/serious injury: no. Human harm: no."